Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump had moisture damage on electronics noted. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into water with insulin pump while vacationing. Customer reported that as a result, insulin pump received a button error alarm and there was moisture under display screen. Customer's blood glucose was 172 mg/dl. Customer was advised that insulin pump would need to be replaced.